Event description:
The customer contacted stryker to report that their device would unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The battery pins were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review. The reported issue was able to be verified. A cause of the reported issue could no be determined.